Event description:
This lv lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2017 due to chronic 1258t >2500 ohms bipolar with noise and phrenic stimulation developed over last 32 weeks the physician was (B)(6) at (B)(6) hospital (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).